Event description:
Customer complaint - limited data available the customer stated that the device started to spark when plugged in. No injuries and no damages were reported.

Event description:
Customer complaint: limited data available. Stated device sparked when plugging in. No injuries no damage reported.